Event description:
Customer reported an under infusion of saline. Reported the device recorded a vi of 2566 but only 2000 ml was delivered. The device was evaluated and the event logs were reviewed by the facility's clinical engineering. No rate accuracy issues or anomalies were identified. Customer performed add'l testing and confirmed the ability to under infuse by misloading the set with the upper fitment above the receptacle on the pump module. Customer declined a failure investigation or event log review by customer advocacy. No product return expected. Set loading and set misloading tip sheets sent to customer. There was no pt harm reported and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Customer stated that product would not be returned because a failure investigation or event log review was declined.